Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 31 mmol/l. Customer's current blood glucose is 11.9 mol/l. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. No troubleshooting was done for high blood glucose levels. Customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.